Event description:
It was reported that the balloon was entrapped on the guidewire. The 80% target lesion was located in the moderately to severely tortuous and severely calcified vessel in the lower leg. A 3.0mm x 60mm x 90cm coyote balloon catheter was advanced for dilatation. During device removal, difficulties were encountered with the 0.014 non-boston scientific guidewire. They tried multiple ways to retrieve the device and had both devices removed together. It was then noted that the yellow end tip came off and went missing. No complications were reported. It was further reported that the yellow end tip of the balloon has fallen off and was left inside the patient due to the high degree of stenosis and calcification of the anatomy and only discovered missing upon removal.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 93.5cm from the hub. The guidewire lumen is separated in two pieces and stuck on the returned guidewire. A piece measures approximately 3.3cm and the other piece measures approximately 124.2cm long. There is multiple buckling to the guidewire lumen. Microscopic examination revealed no additional damages. The distal section of the separated balloon, one marker band, part of the guidewire lumen, and the tip did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was entrapped on the guidewire. The 80% target lesion was located in the moderately to severely tortuous and severely calcified vessel in the lower leg. A 3.0mm x 60mm x 90cm coyote balloon catheter was advanced for dilatation. During device removal, difficulties were encountered with the 0.014 non-boston scientific guidewire. They tried multiple ways to retrieve the device and had both devices removed together. It was then noted that the yellow end tip came off and went missing. No complications were reported.